Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The customer's blood glucose reading was approximately 600 mg/dl. The customer also stated that his reservoir was having a calibration error/change sensor alerts. The customer also stated that the product would not adhere to the body and has received no delivery alarm in the past. The reservoirs are being replaced. No further information reported.

Manufacturer narrative:
This report is provided because the original medwatch was submitted with an incorrect device evaluation summary. The correct information is found in this section. Three random sealed reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.